Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated. Visual inspection revealed signs of activation. Saline residue was found in the suction tube. The metal tip was noted to be secured in place. Firmly tapping the shaft against the test table was unsuccessful in dislodging the metal tip. The cut return cap however was not found on the device and was not returned. The device was not tested to avoid further potential damage to the device. Due to the nature of the failure relating to the electrode falling apart, this device was forwarded to the supplier for further investigation. Further visual inspection at the supplier revealed the cut return wire was exposed. The device passed all capacitance and hipot testing with exception to the cut continuity testing, which was not performed due to the missing component. The device was then attached to a vapr vue generator and all correct defaults were displayed. The supplier did not perform functional testing. Further inspection of the tip revealed no adhesive on the bonding surface of the ceramic. The supplier noted that although most adhesive is on the bonding surface of the cap, there is typically a small amount remaining on the surface of the ceramic, typically in the area of the injection moulding gate or the recess for the wire. It is possible that the root cause for this failure is that the device was manufactured with no glue shot between the ceramic and the cut return cap, however without the cap returned it is not possible to confirm this potential root cause. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The supplier determined this to be an isolated event and is within expected occurrence levels. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The affiliate reported via email shoulder arthroscopy performed for rupture of the rotator cuff. Debridement of the long biceps gutter (splint) was done, and no resistance has been met while using vapr electrode. The metal tip of electrode did separate . Tip was re attached to the electrode by pressing on the muscle and could be lost free in the joint. Procedure completed with no consequence patient. Additional information received via email from the affiliate on 05-31-2017 it is unknown if there were any delays, but the affiliate is following up on this with the customer. There was not a lot of force used on this device. The device was new. Additional details from the affiliate on 06-05-2017: no delay was reported. The tip of the electrode broke off and fell into the patient, it has been reattached immediately to the electrode. Requested additional information from the affiliate regarding the missing return cap. Per the response the cap was reattached and did not fall back into the patient, (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email shoulder arthroscopy performed for rupture of the rotator cuff. Debridement of the long biceps gutter(splint) was done, and no resistance has been met while using vapr electrode. The metal tip of electrode did separate . Tip was re attached to the electrode by pressing on the muscle and could be lost free in the joint. Procedure completed with no consequence patient. Additional information received via email from the affiliate on 5-31-2017. It is unknown if there were any delays, but the affiliate is following up on this with the customer there was not a lot of force used on this device the device was new additional details from the affiliate on 6-5-2017 no delay was reported. The tip of the electrode broke off and fell into the patient, it has been reattached immediately to the electrode.

Manufacturer narrative:
This follow up report is being filed to record the receipt of the complaint device. UDI: (B)(4).